Manufacturer narrative:
The hdl reagent lot number was 698816. The expiration date was not provided. The hbdh reagent lot number was 689565. The expiration date was not provided. The ldl reagent lot number was 651456. The expiration date was not provided. The field service engineer found the tubes of cell rinse station were leaking. He replaced the leaking tubes. Qc was performed and was acceptable. Precision studies were performed and they were within specifications. The investigation determined that the root cause was due to leaking cells rinse tubing. The service action (replacing the leaking tubes) resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with hdl assay and 1 patient's sample tested with hbdh assay and 1 patient's sample tested with ldl assay on a cobas 8000 c702 analyzer. Sample 1 was tested for hdl: initial result: 2.77 mmol/l. Repeat result: 1.39 mmol/l. Sample 2 was tested for hbdh: initial result: 191u/l. Repeat result: 137u/l. Sample 3 was tested for ldl: initial result: 4.39 mmol/l. Repeat result: 2.56 mmol/l. No questionable results were reported outside the laboratory as the customer noticed that the initial results did not the patients' clinical diagnosis. The samples were repeated.